Event description:
The following was reported to hamilton medical ag: summary:technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the "blower" has been identified to be the faulty component correction: replaced defective component. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information, updated fields.

Event description:
The following was reported to hamilton medical ag: summary:technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "blower" has been identified to be the faulty component correction: replaced defective component.